Event description:
Error code on ECMO pump reading error or!! Two attempts were made to reboot the pump but the error continued and the pump would not start. Patient was placed on 100% fio2 and a new pump was obtained. ECMO commenced with no patient harm.